Event description:
It was reported that the procedure was to treat a coronary saphenous vein graft (svg). The 3.5x20mm nc trek balloon dilatation catheter (bdc) was unpackaged without issue and no resistance was met during removal of the stylet or protective sheath. The nc trek bdc was soaked and prepped without any issue or leak noted. The contrast mix during preparation was 50/50. The nc trek bdc was successfully advanced to the target lesion and inflated to 18 atmospheres (atm); however, when negative was pulled the bdc balloon failed to deflate. Multiple attempts were made to deflate the bdc including use of a syringe; however, the balloon only partially deflated. The patient began experiencing st-elevations, thus an attempt was made to remove the nc trek bdc; however, the partially inflated bdc met resistance with the anatomy. An attempt was made to withdraw all devices including the guiding catheter as a single unit; however, the partially inflated bdc met resistance with the anatomy. A guide wire was used in an attempt to rupture the partially inflated bdc balloon; however, this was unsuccessful. The partially inflated bdc was withdrawn with force and the patient's st-elevations resolved without further treatment. Another nc trek bdc was used to pre-dilatate the lesion, followed by deployment of a xience alpine stent implant to successfully complete the procedure. There was no reported adverse patient sequela; however, there was a clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device was returned for evaluation and balloon peeling was noted. The reported deflation difficulty was not confirmed. The reported difficult to remove from the vessel could not be replicated in a testing environment as it was based on operational circumstances. Based on visual, dimensional, and function analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.